Event description:
The closure procedure was performed by the physician. Five days post-op, the patient was coughing up blood. The physician treated the patient for a pulmonary embolism.

Manufacturer narrative:
No malfunction was reported, and product was not returned.